Event description:
A customer contacted beckman coulter inc. (Bci) regarding a patient sample already in their laboratory for which the physician requested a thcg test to be analyzed. A positive tbhcg result was generated by the unicel dxi 800 access immunoassay system. Repeat testing per the laboratory's protocol (all hcg results between 5 and 200iu/l are repeated) resulted negative. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was serum collected in a sst tube and appeared clear. The sample volume was approximately half full. The sample was centrifuged for 10 minutes at 3000rpm. A system check performed on (B)(4) 2011 met specifications. No additional information was provided for this event.